Event description:
It has been reported that when a 98071 transfer bench was initially set up, the end user sat down and the crossbrace bent. The end user was reported to be under the max weight capacity.